Manufacturer narrative:
Unit was received with reservoir tube lip completely broken off. The reservoir does not stay locked in. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit was received missing reservoir tube o-ring, missing end cap sticker, cracked battery tube threads, and minor scratches on lcd window.

Event description:
The customer reported via phone call that the outside of the insulin pump's reservoir compartment was cracked. The reservoir was loose and fell out of the compartment. The customer was taping the reservoir down. Customer's blood glucose level was 280 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.